Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately ten years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Review of invoice history shows the modular head and acetabular cup were removed and replaced and a poly liner was implanted.

Manufacturer narrative:
(B)(4). Concomitant medical products - m2a acetabular cup catalog#: rd118850 lot#: 368850, mallory head stem catalog#: 11-104109 lot#: 952590. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent left hip revision approximately ten years post-implantation due to pain. During the procedure, there was noted to be significant metallosis and granulomatous material which had pockets of fluid posterior and distal to the hip joint and was quite extensive in size. Metal wear and metal poisoning were also noted. The cup, head and taper were removed and replaced. A poly liner was implanted. Attempts have been made and no further information has been provided.